Event description:
It was reported that customer received minimum fill notification and was unable to get past this issue while attempting to load new cartridge using remaining insulin. There was no adverse impact to the customer's blood glucose level. Customer had no additional insulin available besides insulin in current cartridge, had not removed air from cartridge before filling it, and decided to use manual insulin injections until next day, while technical support emailed cartridge loading instructions and no further actions were required.